Event description:
It was reported that there was no flow rate in an arctic sun device. Per review of wo on 14may2025, there was no patient involvement. Per follow up information received via mail on 14may2025, device would be repaired in the hospital by crs.

Manufacturer narrative:
The complete initial reporter facility name is (B)(6). The complete initial reporter phone number is (B)(6). The reported issue was confirmed. The root cause of the reported issue is due to a weak circulation pump. Alert 02 low flow was present. Circulation pump was replaced during the pm process. Pm performed. Replaced: heater, mixing pump, and drain valves. Cleaning, inspection, functional check, water replacement, passed calibration, est, mtk. Device without error. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.